Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent or kinked, however a tear was found in the exposed portion of the soft cannula which resulted in fluid leaking out of the intended fluid path. It could not be determined when or how this damage occurred. The download data from the pod contained no timeouts or drive stalls, indicating that there was no struggle to deliver insulin. The download data showed that an 0xb6 alarm had been generated, indicating that an agc bolus command had been received while the pod was in open loop. Investigation found no damages or manufacturing deficiencies that would result in a hazard alarm. The exact cause of the 0xb6 alarm could not be determined.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being bent while wearing it when it was removed from the infusion site.. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.